Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting: date of event: unknown. This report is for unknown screw locking/unknown lot number. Original implant date was sometime around two years ago. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in france as follows: it was reported that ablation of a variable-angle locking compression two-column distal radius plate (va-lcp) at two years of osteosynthesis on the right wrist was performed. The locking screw heads broke during ablation. No information about patient condition and outcome available. There was a revision to remove the plate and the screws but when the surgeon tried to remove the screws, they broke. It is not known why the plate had to be removed. This complaint involves 1 part. Concomitant reported part: 1x va-lcp two-column distal radius plate (part 04.111.720, lot 30217539). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Without a valid part and lot number, the UDI is unavailable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.